Event description:
It was reported that at the end of pulmonary vein isolation (pvi) with carto in a limited market release (lmr) case, the physician noticed a char on the tip of the catheter. After following up, it was confirmed that the material appeared on tip of catheter was coagulum, making this event reportable. There was no indication of any problem during the procedure and the procedure completed without any patient consequences. The system did not present any error messages and the generator setting was in power control mode, at 30 watts. During rf application, the temperature was between 31-33 degrees; impedance was between 142 - 155 ohms. It was confirmed that the patient has not exhibited any neurological symptoms since the procedure was completed. It was stated that the physician did not have any concern about the amount of coagulum on the catheter.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
(B)(4) it was reported that at the end of pulmonary vein isolation (pvi) with carto in a limited market release (lmr) case, the physician noticed a char on the tip of the catheter. After following up, it was confirmed that the material appeared on tip of catheter was coagulum, making this event reportable upon receipt, the catheter was visually inspected and tip dome has light reddish brown material on it. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Also an irrigation test was performed and the catheter passed, no occlusion was observed. However the root cause of the char remains unknown the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been confirmed.

Manufacturer narrative:
(B)(4). The ¿suspected medical device¿ reported in this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to [smart touch] approved under [p030031/s053]. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).